Event description:
The customer reported via phone call that she accidentally entered the pool with the insulin pump on and then received the button error alarm. The customer's blood glucose was 434 mg/dl. The customer treated the high blood glucose with manual injections. The customer mentioned that the insulin pump was vibrating without an alarm or alert. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. No vibration anomaly during battery insertion noted. No moisture damage was found inside the pump. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.